Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the needle plunger would not come out of the body of the device during suture retrieval. The vessel was rewired and the proglide device removed from the pt's anatomy. Hemostasis was achieved using a second proglide device. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the plunger was pulled from the device without any resistance or problem. The posterior portion of the foot was found broken and was not returned with the device. There was approximately 4 inches of monofilament exposed at the guide and the needle tip was still attached to the rail end. The posterior cuff was not engaged to the needle tip which indicates a posterior cuff miss occurred. The most probable root cause for the posterior foot break and posterior cuff miss is related to operational context in the use of the device. Patient anatomical conditions such as obesity and calcification can interfere with needle deployment, causing the needle to deflect and strike the foot, breaking it. Calcification or other body material trapped under the foot during deployment can interfere and may break the foot. Failure to maintain a stable position of the device with respect to the tissue tract during deployment can put pressure on the foot causing it to break and the link break is likely the result of the foot break and posterior cuff miss. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
(B)(6) study. It was reported that following a stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the 95% stenosed and eccentric 2.75x10mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilatation and the placement of a 2.75 x 12 mm taxus express 2 study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B)(6) 2010, the patient was admitted with unstable angina and cardiac catheterization was recommended. Using a femoral approach, an attempt to perform angioplasty was made in the highly stenotic and severely calcified and tortuous mid rca however the balloon could not cross the lesion. The guide catheter and guide wire were exchanged and a 2nd attempt to cross the lesion with a 2.0mm quantum maverick balloon and ultimately a 1.5 x 8mm quantum maverick push balloon were made but failed. Again, the guide catheter was exchanged and an additional guidewire was placed providing excellent support. An attempt to advance a 1.5mm balloon was made which resulted in partial advancement of the balloon into the stent. A balloon inflation at 6 atm's was made, but the balloon could not advance fully into the lesion. At this point the patient remained hemodynamically stable and it was elected to terminate the procedure. In (B)(6) 2010, treatment consisted of CABG x 1 with svg to the pda. The patient was discharged four days later.